Event description:
Two pts sustained one corneal burn each over a period of ten days. Sutures were required to close the wounds. Unable to obtain additional information. The customer was unable to provide the lot number.